Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore, a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this complaint is a known physiological effect of the procedure and is noted within the dfu. (B) (4). "Product unavailable for analysis".

Event description:
(B) (6) peripheral cutting balloon registry. It was reported that in (B) (6) 2005 the patient underwent treatment with the peripheral cutting balloon. The single target lesion was a de novo lesion located in an arteriovenous fistula. There was no vessel tortuosity or calcification at target lesion. Lesion morphology was concentric; tight stenosis lesion. Reference vessel diameter was 6mm, lesion length was 10mm with 50% stenosis. Post-procedure stenosis was 0%. First month follow up in (B) (6) 2005 the target lesion was documented as ¿in-stent restenosis". The patient underwent peripheral cutting balloon treatment. In (B) (6) 2005 third month follow up target lesion was reported a ¿very good patency¿, no adverse events or intervention. In (B) (6) 2005 six follow up the target lesion remained patent. No details provided as to degree of stenosis, seriousness, outcome or relationship to peripheral cutting balloon device.